Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the cysto-nephro videoscope was not displayed. There was no patient harm or user injury reported due to the event. During device evaluation at olympus, it was found there was foreign material coming out of the instrument tube. This medical device report (MDR) is being submitted for the reportable malfunction(s) found during device evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was and there were no abnormalities with the reprocessing accessories. There was no delay to starting precleaning, the instrument channel was flushed with air and water, the instrument channel was wiped/brushed, and the instrument channel was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Evaluation found the following: illumination is uneven due to breakage of the light guide bundle, there is residual liquid or foreign material exiting out of the channel tube, and due to a pinhole in the channel tube, water tightness is lost. Also noted was the light guide bundle was slipping down, and has breakage, due to a dent on the channel tube, the forceps cannot be inserted smoothly, due to wear of the angle wire, the bending angle in the up direction does not meet the standard value. In addition, the control unit is sticky from water leakage, switch (4) four has wear, the electrical contact of the video connector is shaved, the universal cord has a scratch, the up/down plate and the universal cord is sticky. The bending tube and connecting tube have a dent, parts in the exterior grip are missing, there is discoloration on the connecting tube, and has buckling. The adhesive on the bending section cover rubber has a chip, due to corrosion of the suction cylinder, the expected insulation capacity cannot be obtained, due to slipping down of the light guide bundle, the narrow band imaging observation image is not bright enough, and the label on the light guide connector is peeled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.